Event description:
It was reported that they stated the arctic sun device failed calibration error 3. Per review of wo, it was determined that they had not properly entered the parameters when starting a new calibration. Said that they just quickly went to the next step because they assumed all the numbers were saved. Per additional information updated from ttm on 10jun2025, biomed troubleshooting device with a 113-alert reduced water temperature control). They had no further details. Confirmed they performed a calibration. Calibration error 3 (expected 2300, actual 1197). Biomed calling back with new calibration error, 102.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. They had no further details. Confirmed they performed a calibration. Calibration error 3 (expected 2300, actual 1197). Biomed calling back with new calibration error, 102. Per follow up information received via task on (B)(6) 2025, this device has not been repaired yet. They have been waiting for the delivery of the box and address to send it in for repairs. The po has been placed through ge. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated the arctic sun device failed calibration error 3. Per review of wo, it was determined that they had not properly entered the parameters when starting a new calibration. Said that they just quickly went to the next step because they assumed all the numbers were saved. Per additional information updated from ttm on (B)(6) 2025, biomed troubleshooting device with a 113 alert reduced water temperature control). They had no further details. Confirmed they performed a calibration. Calibration error 3. Biomed calling back with new calibration error, 102. Per follow up information received via task on (B)(6) 2025, this device has not been repaired yet. They have been waiting for the delivery of the box and address to send it in for repairs. The po has been placed through ge.